Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of a driveline communication fault alarm. The reported driveline communication fault alarm is addressed under the modular cable investigation. Additional information stated that there have been no issues since the system controller and modular cable were exchanged. The system controller event log files were reviewed, and relevant timestamps spanned approximately 14 days (19:36:39 on (B)(6) 2025 to 09:42:02 on (B)(6) 2025). At 12:47:45 on (B)(6) 2025, a driveline communication fault alarm activated, associated with a communication a fault. This alarm resolved as the driveline was disconnected at 09:40:56 on (B)(6) 2025, and the controller was shut down at 09:42:02. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no issues identified with the returned system controller. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including no external power alarms and driveline communication fault alarms. Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm that began in the afternoon. The patient presented to the emergency room. Log files were submitted for review. The log files confirmed the driveline communication (a) faults. The pump appeared to be operating normally. The controller and modular cable were exchanged on (B)(6) 2025 which resolved the alarm.